Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. No cassette attached was able to be duplicated. Simulated use testing was able to replicate the error without a disposable attached. Visual inspection confirms scratches on the lens cover. The pump did alarm with a double beep upon power up without a disposable attached. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: the downstream occlusion (dso) will be replaced to address the issue. Replace lens cover.

Event description:
It was reported that the device was showing double beep no cassette alarm and lens damage. No patient injury was reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. No evidence of reported problem found in the event log. The customer's reported problem regarding double beep "no cassette attached" error message was able to be duplicated. Simulated use testing was able to replicate the error without a disposable attached. The pump did alarm with a double beep upon power up without a disposable attached. The downstream occlusion sensor was replaced to address the issue. Visual inspection also confirmed scratches on the pump lcd lens cover and the lens cover was replaced. The problem source is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump beeped two times and displayed error message "no cassette". Reported that the pump also had damaged lcd lens. No adverse effects were reported.